Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the maryland bipolar forceps instrument had melted plastic tip. The customer used a backup instrument of the same kind to continue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information from a nurse: the instrument was not inspected prior to use. No arcing or sparking was noted. The customer found the damage after central processing. The instrument was previously used during the procedure and the instrument was connected properly to the vio dv integrated electrosurgical generator unit (iesu). The instrument tip did not touch any staples, clips, or sutures while energized. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. No photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The root cause of thermal damage between grips of the instrument's bipolar yaw pulley is typically attributed to mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The complaint regarding thermal damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted colorectal surgical procedure, the maryland bipolar forceps instrument had melted plastic tip. Failure analysis confirmed the instrument had charring and localized melting at the grip base between the grips. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.